Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a part of the device broke off was confirmed. An assessment was performed on the device which found that the oscillating head is broken, and cannot attach blades. The assignable root cause was determined to be component damage due to inadequate design specifications. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that a part of the attachment device had broken off. The event was not reported to have occurred during a surgical procedure. It was not reported if there was any delay in the procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.